Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited frequent occlusion alarms. There was patient involvement, no injury was reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. The occlusion detection pressure was measured and was within specifications, with no abnormalities identified. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.